Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. No failed battery test noted during testing. Unit alarmed pump error 63 during selftest and confirmed in the pump history due to broken traces on the keypad assembly. Pump error 53 found in the pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. Customer¿s blood glucose was 195 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are able to rewind the insulin pump. Customer reported that the hardware low level failures alarm was recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for the analysis.